Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultralink meter was displaying "high glucose". According to the owner's manual, a message of "high glucose" indicates a possible blood glucose level exceeding 600 mg/dl. The pt tests her blood glucose 6-7 times a day. She takes novolog insulin via an insulin pump. She takes insulin dosages based on her meter readings. The pt mentioned that the alleged meter issue started in 2008, at an unspecified time. Before the alleged issue began, the pt stated that she had symptoms of a cold sweat and feeling hot. She had fans blowing and the air conditioner on but this did not provide any relief to her symptoms. The pt tested her blood glucose before the symptoms developed that day but she could not recall what results were obtained. However, she remembered that they were high results. Although the pt felt as though her blood glucose was low, she trusted the meter message of "high glucose" and proceeded to take an increased dose of insulin. The pt took 17 units of novolog insulin. After taking the insulin, the pt said that she felt worse. She retested again and the meter displayed the "high glucose" message again. At that point, the pt's husband gave her a peanut butter and jelly sandwich. After eating the sandwich, the pt began to feel better. She retested again when she started feeling better and still got an unspecified result close to "600 mg/dl." The pt called a clinic for assistance during the time of concern but she claimed there was no doctor on duty or available. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she was getting inaccurate high meter results. The pt's symptoms suggestive of severe hypoglycemia did not correlate with her meter results. In one instance, the pt took insulin based on a "high glucose" message and felt worse while she was symptomatic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.